Event description:
It was reported that a patient presented with inappropriate magnet response episodes notes on the patient's implantable cardioverter defibrillator. The device was explanted and replaced on (B)(6) 2025. No adverse patient consequences were reported

Manufacturer narrative:
The reported event of inappropriate magnet response was not confirmed. The reported event of failure to capture on right ventricular was not confirmed. The device was above elective replacement indicator (eri) when received. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal. The report event of inappropriate magnet response could not be reproduced.